Event description:
It was reported during the procedure there was groin suit complications resulting in hematoma at the access puncture site with the subject catheter. The procedure was completed successfully. No other information is available.

Manufacturer narrative:
F10/h6 health impact code ¿ updated. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported " groin complications due to upsizing to 7f catheter; going from 6 to 7 french access impacted ability to have successful closure. Had a groin hematoma after closing¿. No additional information was received. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient hematoma as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported during the procedure there was groin suit complications resulting in hematoma at the access puncture site with the subject catheter. The procedure was completed successfully. No other information is available.